Event description:
Malfunction alarm with code malf 16 was reported, but no notable events happened prior. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace pump under warranty and instructed customer to use multiple daily injections (mdi) as backup therapy. Customer was guided to put pump into storage mode and return it with pre-paid label, acknowledging and understanding all instructions.